Event description:
Device user (du) reported that the syringe driver was not engaging and could not infuse medication. The du stated they would use the loaner device for any perfusions that may occur overnight.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device at the customer site. The se cleaned the syringe pump driver and re-lubricated it. The bearings and rails were also cleaned and lubricated. Functional testing were performed and the device passed initially. However, subsequently the syring pump issue resumed. The issue was resolved by replacing the syringe pump assembly.

Manufacturer narrative:
A non-conformance (nc) has been initiated to further investigate the syringe driver issue. The nc is currently pending completion.

Event description:
Device user (du) reported that the syringe driver was not engaging and could not infuse medication. The du stated they would use the loaner device for any perfusions that may occur overnight.

Event description:
Device user (du) reported that the syringe driver was not engaging and could not infuse medication. The du stated they would use the loaner device for any perfusions that may occur overnight.

Manufacturer narrative:
Nc was erroneously referenced, the report remains the same and no further investigation was required. Investigation codes remain the same. Sections d3, e1, e2, e3, e4, and g2 were corrected with the appropriate information.